Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient went to the movies and while at the theater, he felt wetness on his shirt. It was dark in the theater, and he suspected he had spilled his drink. However, when he went to the lobby, he saw his shirt was saturated with blood which was coming from the needle puncture site. The patient requested his wife take him to the emergency department (ed). Upon arrival in the ed at 5:00 pm, he started shaking and experienced dizziness from the blood loss. The sensor was removed, the bleeding stopped, and the area cleansed. The patient reported that he was given two quarts of blood [presumed to mean two units] in the hospital. The patient was released from the emergency department at approximately 1:00 am on (B)(6)2022. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.